Manufacturer narrative:
A replacement glidescope core quickconnect cable was provided to the customer and the core quickconnect cable was returned to verathon for evaluation. A verathon technical service representative evaluated the returned core quickconnect cable and could not reproduce fault; no issue was found. The unit functioned as intended. Since the customer had already received a replacement core quickconnect cable, the returned glidescope core quickconnect cable was scrapped. No further investigation is required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope core quickconnect cable, the image was blacking out during intubation. The customer noted that the device was being used for a bronchoscopy, the monitor turned on fine with a picture but as the scope was advancing through the endotracheal tube (ett), the screen went black. The customer stated that the glidescope bflex 5.8 bronchoscope that was being used with the quickconnect cable was thrown away as it had been used with a covid patient. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.